Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. H3 other text : see section h.10

Event description:
It has been reported that the bd vacutainer® boric acid sodium borate/formate c&s urine tube has been found missing label information before use. The following has been provided by the initial reporter: no label on the tube

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® boric acid sodium borate/formate c&s urine tube has been found missing label information before use. The following has been provided by the initial reporter: no label on the tube.

Event description:
It has been reported that the bd vacutainer® boric acid sodium borate/formate c&s urine tube has been found missing label information before use. The following has been provided by the initial reporter: no label on the tube.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing labels with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.